Event description:
It was reported that during surgery the ruler plastic tip broke off. There was a back-up device available to complete the procedure, but it is unknown if there was a delay and if the patient was affected by this issue.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this issue did not occur during surgery, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.